Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the lead tip measuring 50.5cm was returned for analysis. External insulation abrasion was noted at 31.0-31.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 10.1-10.8cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that the patient received inappropriate shocks due to noise. The lead was explanted and replaced.